Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/23/2016, that on (B)(6) 2016, the patient was hospitalized due to a diabetes related event. At the time of contact, the patient was still in the hospital. Patient's wife declined to provide further information. No additional event or patient information is available. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.